Event description:
It was reported that there was a left knee revised due to tibial stem loosening and subsidence.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown tibial stem 11x127. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding loosening involving an unknown tibial stem was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that there was a left knee revised due to tibial stem loosening and subsidence.